Event description:
Patient for transurethral resection of bladder tumor, left ureteroscopy, laser ablation of left pelvic tumor, left ureteral stent placement, and left rpg. With ureteroscope in and while actively using a holmium laser, heard a loud pop sound and dr. (B)(6) complained of getting burned, noted a black burned area on his left thumb. Surgeon stated that the laser fiber wire broke and removed from the field. Dr. (B)(6) broke scrub, examined his left thumb and washed his hands and re-scrubbed to finish the procedure. Patient evaluated by dr. (B)(6) and no injury noted. Laser safety precautions observed per policy throughout procedure. FDA safety report ID# (B)(4).